Manufacturer narrative:
The investigation determined that results from a patient sample were mis-associated with an sid from a different sample when samples were programmed and processed on a vitros xt 7600 integrated system. The assignable cause of the event was user error. The customer manually programmed a patient sample a on the analyzer for a specific tray position. The customer then erroneously placed an alternate patient sample b tube in the tray position and processed the sample on the vitros xt 7600 system. The results obtained from patient sample b were mis-associated with the sid for patient sample a. The vitros xt 7600 integrated system did not malfunction. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros xt 7600.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report results from a patient sample were mis-associated with an sid from a different sample when samples were programmed and processed on a vitros xt 7600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The customer identified the discrepancy and no discrepant patient sample results were reported out of the laboratory. There is no allegation of patient harm related to this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).